Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that after the initial intraocular lens (iol) implant procedure, a lens was removed due to multifocal lens intolerance, severe glare, and decreased vision for distance and near. This required the removal of the iol in a secondary surgery where the lens was exchanged for a different manufacturer's 20.5 iol. Additional information has been requested.

Manufacturer narrative:
The explanted lens was returned inside a plastic specimen jar with a screw top lid. Viscoelastic was dried on the lens. The optic was cut into two portions. Typical of damage, during removal from the eye. The optic edge has a small nick/chipped area. The optic was also scratched near this area of damage. Product history records were reviewed, and documentation indicated the product met release criteria. Associated product information was not provided. It is unknown, if qualified product combinations were used with this lens. Viscoelastic was not provided. It is unknown, if the qualified product was used. It is unknown, if a qualified viscoelastic was used. Due to differing viscosities, the use of a non-qualified products may result in delivery issues and/or damage. Based on information provided by the facility, the root cause may be unrelated to the product. Information in the file, indicated the lens was explanted, due to "multifocal lens intolerance and severe glare'. The file indicated, the multi-focal lens (sn6ad1 +3.00 add, 20.5 diopter) was removed and replaced with a non-alcon monofocal three piece lens (za9003 20.5). Each lens was subjected to a 100% assessment of the power and optical resolution, during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated, due to the optic damage. The manufacturer internal reference number is: (B)(4).